Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer was going to receive emergency medical assistance due to low blood glucose on (B)(6), 2018, with blood glucose of 54 mg/dl at the time of the incident. The caller stated the pump squirted a whole bunch of insulin into the customer. The customer was also running low due to having worked out on the day of the incident. The customer was given soda and peanut butter to treat. The customer was wearing the insulin pump during the incident. The customer got a compromised force sensor system alarm, and the pump drive support cap was sticking out. Troubleshooting was not completed due to the force sensor system alarm. The insulin pump will be returned for analysis.